Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the catheter would not inflate when used. This occurred three times with the same pt. No pt injury reported. Add'l events reported in: MDR 8040412-2011-00089 and 00090.